Manufacturer narrative:
The insulin pump unable to prime during prime test and motor error during basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. No alarm. Scratched lcd window, cracked display window corners. Battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is 155 mg/dl. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.